Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The vio integrated electrosurgical generator unit (iesu) was analyzed and found to the reported erbe generator errors (c-30, c-33, c-34, m-11) were confirmed and replicated, including a c-34 error during power-on, indicating a field fault. Visual inspection found no related issues. Additional observations noted damage to the bipolar socket and main input socket. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of this issue is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation and internal timeout.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer reported that the monopolar did not work any longer which was essential for continuing surgery. They were in a critical phase of surgery. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided caller to power cycle erbe generator, but error persisted. Caller stated having also tried new monopolar cable and other monopolar port, no difference. Since no valleylab generator was available, customer was going to convert patient to another operating room (or) to (B)(6). Tse gave instructions how to switch video towers, but caller finds it easier to move patient to different or because of all the cabling connected. Caller ended call. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The fse also replaced the head rest and the grip pads. These items are considered scrap items and will not return back to isi. As of the date of this report, the iesu has not yet been received by isi for evaluation.